Event description:
Reported issue: the stapler fired and jammed; problem did not resolve after ejection of a few staplers. Patient in critical condition, but it is not related to skin stapler. Doctor used the skin stapler during surgery - craniotomy.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the stapler appears to be used as there was biological material on the device. The first staple was partially formed. The stapler was returned with 27 staples left in the cartridge indicating that at least 8 staples have been fired by the end user. Functional inspection was performed on the returned device by using hand pressure to pull the trigger. Upon engagement of the trigger, the first staple was able to fire properly. This action was repeated with the second staple but resistance was felt at the trigger. The stapler was disassembled and it was noticed that the pawl was spun out of place. The plastic bridge from the trigger that interacts with the pawl was bent. The bent piece of the trigger prevents the pawl from staying in its correct place. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as unintentional user error caused or contributed to the complaint issue. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that these issues were present at the time of manufacturing assembly. The reported complaint of "misfire/jamming - multiple staples firing" was confirmed based upon the sample received. The sample was returned with the pawl spun out of place and the plastic bridge from the trigger that interacts with the pawl was bent. The bent plastic bridge prevented the pawl from functioning properly and the staples from firing properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Since the end user was able to fire at least 8 staples and there is no evidence of a manufacturing related issue, the damage most likely occurred during use. While it cannot be determined what caused this damage, constant pressure on the plastic bridge near the pawl can cause it to bend. This might be caused by leaving the trigger partially engaged. Therefore, unintentional user error caused or contributed to this complaint issue.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35w 6/box lot#: 73f1900485 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the stapler fired and jammed; problem did not resolve after ejection of a few staplers. Patient in critical condition, but it is not related to skin stapler. Doctor used the skin stapler during surgery - craniotomy.